Manufacturer narrative:
The complaint has been confirmed. Inspection has found bond failure between the jaw surface and the insulator.

Event description:
During an lavh procedure, the surgeon noticed that the shim had detached from the cutting forceps. The shim was recovered with no pt harm.